Event description:
Top cross bar of shower chair back separated from side supporting framework of the chairback as cna pulled up on it during transport of the resident. When the top bar separated, causing the cna to lose physical control of the chair, the resident fell over backwards from momentum. Device examined by resident svs supv, medical purchasing and maintenance, tested with a staff person larger than resident after put back together to try to replicate and was unable to do so. Secured top cross, bar with screw locks to framework to ensure no future incidence of similar nature.